Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set soft cannula bent events on (B)(6) 2024. Insertion site was at abdomen. The set was in use for 12-24 hours. Event occurred after three hours of insertion. Blood glucose levels were high (specific value unknown) at the time of event. Patient was also having symptoms of high blood glucose like nausea/vomiting, thirst or dry mouth, weakness or fatigue. He took correction injection via multi daily injections to resolve the issue and replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.